Manufacturer narrative:
The panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k032299, k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k063811, k151320, k063301, k031530, k060447, k023634, k020322, k132674, k023858, k071623, k031699, k060447, k024153, k060214, k042932 h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that three panel phoenix nmic/ID-307 misidentified an e. Coli isolate as shigella. No patient impact was reported. The following has been provided by the initial reporter: e. Coli identified as shigella.

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of escherichia coli when using phoenix panel nmic/ID-307 (catalog # 449289) batch # 3213033. The customer returned phoenix generated lab reports, binary files and an isolate but did not return panels for the investigation. The customer returned lab reports show a patient sample identified as e. Coli. The customer noted that they were receiving identifications of e. Coli as shigella flexneri or shigella boydii with the complaint batch. To investigate, three retention panels of the complaint batch were tested using customer returned isolate e. Coli 9551 on a phoenix m50 and evaluated for identification results. In addition, two control panels from the same material but different batch were inoculated with customer returned isolate e. Coli 9551 on a phoenix m50 and evaluated for identification results. All five panels identified the isolate as e. Coli , therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported that three panel phoenix nmic/ID-307 misidentified an e. Coli isolate as shigella. No patient impact was reported. The following has been provided by the initial reporter: e. Coli identified as shigella.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact.